Event description:
The customer contact reported the pump was found delivering at a rate different than the originally programmed rate. At an unspecified time, the pump was programmed to deliver an unspecified solution. No specific programming parameters were provided. It was reported that after an unspecified length of time, the "rate changed in mid-infusion." There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided including if the therapy was resumed using a replacement pump.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the user facility. The customer did not provide programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the information known by the reporter upon query by hospira personnel.